Event description:
User alleges they saw blood in the water tank of the hl-90 during clinical procedure. Pt was admitted to hosp for abdominal pain in 2/2002. In 2003 the pt was critical and went to surgery for an exploratory laportomy during the night, requiring blood administration during surgery. An l-70 (i.v. Disposable set) and a hl-90 (blood and fluid warmer) were used for blood warming. Anesthesiologist alleges during the blood administration that the hl-90 water reservoir had become bloody and water bath portion of the tubing was bloody.